Event description:
It was reported that the patient's wires came out and one twisted during trial. As a result,a second trial was done. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).